Manufacturer narrative:
The subject device was not returned for evaluation. According to the reporter, the scope is not available for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the disposable distal cap of the tjf-q190v got stuck in the mouth of the patient after withdrawal of the endoscope. According to the reporter, the nurse and doctor are very experienced and that the cap is fine during the entire ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the reporter, the doctor thinks the cap hit the mouthpiece of the patient and that is the reason why the cap got loose. The intended procedure was completed with the same equipment. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the reported event is likely due to the cover inadequately attached causing the cove to be detached or, the cover fell off into the patient¿s mouth by contact with the mouthpiece. The event can be detected/prevented by following the instructions for use which state: IFU (operation manual): 3.5 attaching accessories to the endoscope: attaching the single use distal cover: 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿ olympus will continue to monitor field performance for this device.